Event description:
Manufacturer's reference numbe: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Manufacturer narrative:
Getinge became aware of an issue with surgical light powerled device. As it was stated, the camera base was defective and it snapped from the light head.. There was no patient involvement and no adverse outcome raised, however we decided to report the issue in abundance of caution as this type of situation resulted in a detachment of a part and, consequently, become a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as defective base of camera could be treated as technical deficiency. The device contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent increase in trend with the issue at hand and that the reported scenario has never lead, to date, to serious injury or worse. This type of failure occurs due to tearing of the housing located on 6 screws and the contributing factor could be excessive stresses during the manipulation of the camera. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 25th june, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the camera base was defective and it snapped from the light head. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.